Manufacturer narrative:
One device was returned for analysis. Functional and visual inspections were performed; however, the reported issue could not be duplicated. Upon further investigation, the uso seal was found to be deformed, and air was detected in the line. The upstream occlusion seal and air-in-line were replaced. A service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that a cadd-solis vip ambulatory infusion pump failed the occlusion pressure test during testing, with results of 7.48 and 7.58. No patient involvement or harm was reported.